Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Full e1 establishment name- (B)(6). Full e1 customer address- (B)(6).

Event description:
It was reported that colonovideoscope had error e315. This issue occurred during service/ maintenance. There were no reports of patient involvement.